Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws. Charred tissues were also evident on the tool jaws. The silicone insulation on the jaws appeared intact with no sign of crack nor peeling. No other visual defects were observed. Based on the returned condition of the device and the results of the evaluation, the reported failure peeled jaw was not confirmed. Signs of clinical use and evidence of blood were observed. Blood was observed on the c-ring, the metal wire, scope wash tubing, cannula and handle. During visual inspection, the plastic c-ring on the cannula was observed to have been melted and cut in half longitudinally between the flanking curved areas. The scope wash tubing and the c-ring and the metal wire and c-ring remained attached to the cannula due the presence of a retention rib. Based on the results of the evaluation, the reported complaint for ¿peeled jaw¿ was unable to be confirmed and analyzed complaint "break, c-ring" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke. Part of the jaws came separated from the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke. Part of the jaws came separated from the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.